Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 5 years, 8 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient has a chronic percutaneous lead (driveline) infection. The event date is estimated. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was provided by the lvad clinician confirming that the patient will undergo debridement of the driveline on (B)(6) 2018.